Event description:
Reporting of defective medtronics 3ml paradigm reservoirs. These reservoirs are used with the medtronics paradigm silhouette cannulas and medtronic minimed insulin pump. User reported that the reservoirs did not connect tightly with the cannulas and as a result blood sugars increased due to the insulin not being delivered. The user reported that he sent back three separate batches of reservoirs to medtronics to be replaced. The reservoir problem continued to happen across three different batches. User has replaced the medtronics system with a different MFR's insulin pump.